Manufacturer narrative:
Investigation summary:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 1 false positive flu a result on an asymptomatic cruise ship employee. Unknown if confirmation testing was performed.

Event description:
Customer reporting 1 false positive flu b result on an asymptomatic cruise ship employee. It is unknown if confirmation testing was performed.

Manufacturer narrative:
Corrected data: b4- added date of the follow-up report. B5 - updated the description of event to account for a flu b false positive as opposed to flu a.

Event description:
Customer reporting 1 false positive flu b result on an asymptomatic cruise ship employee. It is unknown if confirmation testing was performed.

Manufacturer narrative:
Corrected data: b4- date of follow-up report #2 included h6- removed all codes from follow-up #1 except for 4106 as retain testing was performed. Added code 11.